Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a diagnostic procedure, the endoeye flex deflectable videoscope presented a b30 scope communication error (no image). The intended procedure was completed with a similar device with no surgical delay. No patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was a sporadic failure. The failure could not be confirmed but occurrence was likely. The angulation in the up direction was out of standards due to a worn angle wire. The distal end was worn. The universal cord had a leak. The adhesive on the bending section cover was scratched. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following contributing factors: ccd (charged coupled device) unit and/or internal board of the video connector was temporarily broken due to moisture or water that invaded device from leaked location. The ccd unit and/or internal board of video connector was temporarily broken by attaching/detaching leakage tester/eog (electro-oculogram) cap to venting connector while the device was under water or venting connector/eog cap was in wet condition, which made water invade device from the venting connector. System ground wire was not connected. (Static electricity is applied). With the system power on, remove and insert scope connector. (Overcurrent.) Device was connected to system while dirt and moisture adhered to electrical contacts of scope connector. (Short circuit). The user could prevent the suggested event because the instructions for use (IFU) states as follows: "operation manual: important information ¿ please read before use: dangers, warnings, and cautions: do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Reprocessing manual: 1.4 precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate into the endoscope, and it can be damaged. Reprocessing manual: 5.4 leakage testing of the endoscope: when attaching the connector cap of the leakage tester to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.